Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed atrial under-sensing on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. Programming changes were performed to resolve the issue. The patient condition was stable and will further be monitored.